Manufacturer narrative:
Our eval of this incident is not yet complete. A follow up report will be submitted when the eval is complete.

Event description:
Welch allyn customer reported loss of hard-wired network communication between pt monitors and acuity central station. Welch allyn technical service assisted the customer with rebooting terminal server. Upon reboot of the terminal server, all hard-wired network communications were restored.